Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted lead. During the procedure, there were placement difficulties with intermittent loss of capture (loc) at high pacing thresholds. After multiple reposition attempts, the helix became damaged as a deformation occurred, subsequently there were helix extension and retraction difficulties. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.